Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Femoral angiogram results noted mild calcification present at the access site. It should be noted that the starclose instructions for use states: do not deploy the clip in areas of calcified plaque. In the absence of device returned for analysis, a conclusive cause for the reported difficulty, could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a contralateral peripheral interventional procedure. Reportedly, there was no resistance splitting the sheath; however, the starclose se clip deployed on the end of the sheath. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.